Event description:
It was reported the lithotripsy transducer suction adjustment knob was stuck. It was unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The suction knob was stuck. Based on the results of the investigation, the most probable cause of the malfunction is component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotripsy transducer suction adjustment knob was stuck. It was unknown when the event occurred. There were no reports of patient harm.